Event description:
It was reported that the suture broke. The area being treated was located in the biliary. After introducing a flexima¿ apdl drainage catheter, the physician attempted to make a catheter loop, however upon pulling the string back it snapped off. The catheter was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Relates to component code #3114. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).